Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances, measuring less than 200 ohms. The physician elected to continue to monitor the patient and system. This rv lead remains in service. No adverse patient effects were reported.